Event description:
While wearing boston scientific mini heart monitor (serial number (B)(6)) and device strip serial number (B)(6), I developed a chemical burn in the shape of the strip on my chest and was required to seek medical attention. The company, boston scientific had no pertinent information to provide when the patient reported adverse medical reaction to the product. Customer care was contacted numerous times to request specific product information, so that it could be provided to local medical provider treating the symptoms of the chemical burn. The company (boston scientific) made no reference to the open FDA investigation or alert that these products have been reported to cause chemical burns.